Event description:
It was later reported that the explant occurred on 2013-(B)(6). The patient was last seen in the clinic on 2013-(B)(6) for a pump refill. At that visit the incision was assessed and was found to be healing with an area near the end of the incision that the family was advised to watch. There was no redness, drainage or seroma noted at the visit. The reporter later found out about the infection on the morning of the explant. The device system had delivered lioresal.

Event description:
It was reported that, on the night prior to report, the pump had been explanted due to an infection. It was noted that before the infection, the pump was ¿working great, but her little body wouldn¿t take it, but it worked awesome for her for a while¿. The drug used in the device system was unknown. The patient had a history of infections with previously implanted pumps. Refer to manufacturer report #3007566237-2013-02545 for details pertaining to the patient¿s four infections from 2009 and to manufacturer report #3007566237-2013-02544 for details pertaining to the patient¿s infection from 2010. Additional information had been requested.

Manufacturer narrative:
Product ID: 8780 lot# serial# (B)(4), implanted: 2013 (B)(6), product type catheter. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was later reported that a pump wound revision had occurred on (B)(6) 2013, prior to the pump and catheter explant on (B)(6) 2013.